Event description:
The customer contact reported that during testing at the user facility, the device did not detect a proximal occlusion during the performance verification test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not detect or alarm when a proximal occlusion was present. The probable cause was contamination on the proximal pressure sensor pin. The contamination prevented the proximal pressure sensor pin from correctly contacting the administration set cassette diaphragm. Pressure pin (proximal pressure sensor) contacts the cassette diaphragm at the inlet chamber. The pressure pin moves with chamber wall. A resistive strain gauge connected to the pin deflects and changes its electrical output proportional to the applied pressure. Since the pressure pin was stationary, it did not move with the chamber wall and did not detect correct pressure changes in the proximal tubing and alarm for proximal occlusion. The contamination is caused by use of the device in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.